Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had prime/fill anomaly. Customer's blood glucose was 7.5 mmol/l. The customer is changing reservoir but is stuck in menu. The customer stated that insulin squirt out. The customer stated that they changed set but still a problem. The customer stated that the device was swapped during ooh.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, and prime tests. No prime fill anomaly noted. However, the insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on the display window noted.